Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. No significant events leading up to the alarm were recalled. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device had cracked case at display window corners, minor scratched lcd window, and missing end cap sticker.